Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a pocket revision due to skin abrasion caused by the device. The damaged skin was removed and the pocket was closed without complications. Patient condition after the procedure was good.